Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) pt stated the ins / therapy has been a problem forever the pt verified since implant (B)(6) 2016. The pt stated she has not used the ins / therapy for some time pt stated where they implanted the ins causes pt pain - pt stated she is thin and the leads stick out very far in her back which causes pain if she leans back on them and pt jams the ins on everything because of how it is placed. Pt stated she did not care for how stimulation felt. - pt stated she felt like she was going to "puke" with stim on because it went through her rib cage. The pt stated when she did use therapy she had to charge the ins constantly and it hurt to charge at the ins site pt stated she is trying to have the ins removed pt saw health care provider (hcp) (B)(6) 2020 to discuss removal but pt never heard back. The hcp stated that they are having a hard time working with her insurance to get the prior authorization.